Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
A pt with a camino 110-4b catheter (the catheter had been in place for 10 days - placed on (B)(6) 2011), does not appear to be displaying icp reading. The monitor, pac cable and main power supply were substituted but without any change to the display the pt, prior to a routine "roll" was displaying an icp reading. After the "roll" the cam01 screen reported a "check catheter connection" and then apparently displayed the integra logo. This was reported on both monitors used. The position of the red indicator marking on the catheter was checked to ensure the catheter had not migrated. Its position was reported to have remained stable. The catheter was in contact with the pt however, there was no report of injury or death or surgical delay.